Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found missing ke (adhesive/sealant) around the forceps cover, pin hole on the probe screw glue; non-sharp scratch on the mechanism lid and forceps cover . The nozzle was found clogged. The mouthpiece is loose, connection wire is damaged and the usc case is cracked. Play observed on control knob. Scope connector thread damaged. A-rubber glue (bending section) cracked. Ultrasound image found no missing echo signals or noticeable noise. Fog test passed and a/w (air/water) channel flow work normal when nozzle was unclogged. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer reported with an issue of broken eus (evis exera ii ultrasound gastrovideoscope). The issue found during an unspecified procedure. According to the reporter, the device was not reprocessed , outlet connector red. There was no patient harm or injury reported. No user injury reported. Device evaluation found missing ke (adhesive/sealant) around the forceps cover, pin hole on the probe screw glue and a clogged nozzle was observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer follow up and response. Updates on event provided by the customer: the procedure performed was an endoscopic ultrasound (eus) guided fine needle biopsy with shark core fine needle biopsy (fnb) for pancreatic lesion. The intended procedure was completed with the scope. No other information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the missing adhesive and pin hole on the probe screw glue likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.